Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of death, as listed in the graftmaster rapid exchange (rx) coronary stent graft system instructions for use, is a known patient effect that may be associated with coronary stenting. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. A perforation occurred and the graftmaster was implanted and the perforation was sealed. Subsequently, a pericardiocentesis and cardiopulmonary resuscitation (CPR) was performed; however, the patient died. No additional information was provided.